Event description:
According to the reporter, during the lobectomy procedure, the surgeon tried to fire the device for the lobectomy, however the device could not be fired. Replaced by a new cartridge and the firing was completed with no problem. No harm was caused to the patient.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. It was observed that the cover tube had been rotated on the reload adapter and pulled proximally which was causing the device to be difficult to load into an instrument. There was damage on the alignment lugs indicating that the reload wasn¿t properly aligned and indicating a source of excessive force being applied to the reload. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The root cause of the observed condition was determined to be a result of a misuse of the product . Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.